Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered atp and eight shocks as inappropriate therapy for what is suspected to be atrial fibrillation (af) with rapid ventricular response (rvr). The available therapy was exhausted. Boston scientific technical services (ts) discussed the event with health care professional (hcp). No additional adverse patient effects were reported.